Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: directions for use states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Event description:
An angiodynamics regional business manager reported an issue with an exodus 8f drainage catheter. A patient came into the facility with a cracked hub. The patient came in with a 3-way stockcock attached, which is something that is not placed on the drain during placement. Normally, uresil y adapters are used and there are no issues. The 3-way stopcock was difficult to remove, as if it had been tightened down really hard. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.